Manufacturer narrative:
The patient was in her (B)(6). The patient weighed (B)(6) kg. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they could ¿precisely feel stim turning off only when accelerator was pressed ,¿ while riding in various vehicles (including a sedan, bus, etc). It was further reported the patient had tried sitting in all passenger seats, both front and back, but the issue persisted. The patient indicated the stimulation was off when the accelerator was being pressed, which ¿meant almost the entire duration of travel.¿ the patient programmer was checked, but showed the stimulation was on. Impedance testing was performed with the patient in a sitting position ¿ the same position as the patient was seated in vehicles ¿ and found the impedances were in a normal range, with nothing out of the ordinary. It was noted that as of (B)(6) 2019 that no surgical interventions had been planned or performed and that none would be ¿until the cause was found.¿ there were no further complications reported or anticipated.